Manufacturer narrative:
Device evaluated by MFR. Visual inspection revealed rust collar under proximal edge of ring 3 electrode. All six irrigation ports were plugged with dried body fluid and saline. Dried body fluid was found on the handle, main shaft and distal end. Dried saline found on the distal end. The steering knob and the tension control knob functioned properly on both lock and unlock positions. X-ray found no anomalies. The ring electrodes were removed, rust color (dried blood) was found under ring 3 electrode and inside the feedthrough wire hole.

Event description:
Reportable based on analysis completed on 17-jul-2019. It was reported that occlusion detected error occurred. An intellanav mifi open-irrigated ablation catheter was selected for a ventricular tachycardia procedure. After ablating for a few minutes, the temperature was not dropping sufficiently anymore so the power was not reached and a "occlusion detected" error occurred. The catheter was removed from the patient to purge and it was noted that cooling lumens were not functioning properly. There were no patient complications reported. However, analysis revealed that the electrode ring bond failed.